Manufacturer narrative:
One level 1 hotline disposables was returned for analysis. The sample consist of the product from p/n l-70; l/n: 3850052, 3898249 and the returned sample was received without the original open packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and the sample presents broken luer. The customer's reported problem was confirmed. However, according to the investigation a review of the leak testing performed was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. An audit of the final visual inspection process in order to verify was 100% inspection; no discrepancies were observed. According to the investigation the most probable root causes was that the female luer became damaged after the product left shm facilities. As preventive action: the notification was performed per previous complaint. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that crack was found on a smiths medical level 1® hotline® disposable administration set which caused fluid leak. There was no reported patient injury.